Manufacturer narrative:
A video tape was received from the customer which showed the unit sitting unplugged on the counter emitting smoke and the unit then caught fire. Per the customer, the unit began to audibly 'pop' several times and then they began videotaping. The unit has been requested to be returned to the manufacturer for inspection. A final report will be submitted upon completion of the investigation.

Event description:
Customer reported the battery had exploded several times and the device had caught on fire. There was no adverse event reported.

Event description:
Customer reported the battery had exploded several times and the device had caught on fire. There was no adverse event reported.

Manufacturer narrative:
The battery was returned to the manufacturer for inspection where it showed both the protection board and output leads remained intact, confirming they were not contributors to the failure. The customer¿s charging voltage, current, and termination method were within the specified limits. No evidence suggests the charger induced abnormal stress on the pack. The suggested battery replacement period is every 2.5 years. The device had not been returned for service since 2021. The battery manufacturer determined that the root cause of the reported incident was prolonged operation without replacement, leading to lithium crystal buildup, separator penetration, and internal shorting. This failure mode is a well-known risk when lithium-ion packs are kept in service past their designed replacement interval. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Although there was no injury associated with this event, if the reported incident were to recur, it could lead to serious injury or death.